Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was visually observed in the dialysate effluent. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 250 ml. No adverse effects were experienced by the patient and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample was available for manufacturer evaluation and was requested to be returned.

Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for evaluation from the reported lot number. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with the corporate provided adapter caps and blood port caps. The fiber bundle was returned wet and with evidence of blood exposure. Coagulated blood was noted in the cavity ID end bell housing and beneath both screw flanges. Gross visual of the sample noted a polyurethane delamination on the cavity ID end of the dialyzer. The delamination did not separate between the polyurethane potting and the dialyzer housing wall. However, the delamination manifested as separation on the polyurethane potting material. The delamination in the polyurethane potting extended under the silicone o-ring. There was no damage or irregularities noted on the non-cavity ID end. The reported complaint is confirmed as the returned sample exhibited a delamination on the polyurethane (pu) potting compound at the cavity ID end of the returned dialyzer which would result in the reported leak. The dialyzer was subjected to disassembly for further visual examination; no additional damage or irregularities were identified. The investigator was unable to identify any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, kinked, looped, or short fibers were identified. The inferior surfaces of the pu were then visually examined on both ends for voids; no voids were observed. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.